Event description:
The initial reporter complained of discrepant low results for multiple patient samples tested for sodium (na) on a cobas 8000 ise 1800 module. The customer noted an abnormal trend in the average of normal (aon) function in the software. The customer stopped the module and repeated "all" patient samples and discrepant results were identified. The following are examples of discrepant results for 3 patient samples. Sample ID 23908488313 initial result was 150 mmol/l. The repeat result was 156.8 mmol/l. Sample ID 23908465883 initial result was 139.9 mmol/l. The repeat result was 145.1 mmol/l. Sample ID 23908502953 initial result was 124.7 mmol/l. The repeat result was 130.3 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Following the identification of discrepant results, the customer re-checked the calibration with an abnormal result. The customer re-calibrated with acceptable results. Precision testing and an ise check passed. The electrode was last replaced on 23-aug-2023. On 15-sep-2023 the field service engineer (fse) visited the customer site and did not identify any instrument problems. The fse replaced valves, cleaned and lubricated various parts, and completed an ise prime and ise check. Calibration and qc were acceptable. The customer has not complained of any further issues. The investigation is ongoing.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The service actions resolved the issue.